Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated as long as nothing is plugged into the output socket. However, the problem was solved when the output socket was changed. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the communication failure due to the failure of the output socket. There was the possibility that the failure of the output socket was attributed to the accidental failure due to the aging deterioration because over six years and six months had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before an unspecified procedure, it was found that the front panel of the subject device blinked when the subject device turned on. The subject device was working well when a light cable was connected. There was no report of patient injury associated with the event.